Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a valve surgery, the right atrial (ra) lead exhibited a loss of capture. It was determined that the lead had dislodged. The lead was programmed off, and subsequently explanted and replaced. No patient complications have been reported as a result of this event.